Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had blank display. The customer¿s blood glucose level was 212 mg/dl at the time of the incident. The customer stated that the pump was not working and heard it beeped and replaced it with a new battery, but nothing came on the screen. Customer reposted that they had trouble getting the battery cap off due to the top being all funky. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised to monitor the pump closely if they continue use of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window, stripped battery cap coin slot, broken battery cap, cracked battery tube threads and missing reservoir tube o-ring.

Manufacturer narrative:
The correct information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.